Event description:
Reporter indicated that vns pt was experiencing erratic stimulation. The pt reportedly experienced 45 minutes of continuous stimulation that was at a higher level than programmed normal mode and magnet mode output current. It was reported that the pt experienced severe pain and was unable to speak clearly during the erratic stimulation. The pt denies being around any strong magnetic fields. The magnet was placed over the device to temporarily discontinue stimulation. Device diagnostic testing was within normal limits. The pt's device was reset and the pt was monitored for one hour afterwards. Device reset appears to have resolved the issue. Investigation to date has been unable to determine the cause of the reported erratic stimulation.